Manufacturer narrative:
The subject scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, objective lens is misaligned causing reflections on the image. The cause of the misaligned objective lens cannot be determined at this time because the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer autoclavable rigid telescope has a ¿suspected lens misalignment¿. The customer reported event was found during an unknown therapeutic procedure. There was a 10-minute delay as the intended procedure was completed with a replacement scope. No death or injury and no impact to patient or other has been reported to olympus. The scope was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.